Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A battery longevity estimate from march 8, 2026 had calculated 4.5 years remained on the battery. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. It was noted that remote monitoring remained available. There was also concern about possible right ventricular (rv) loss of capture (loc) on the presenting electrogram (egm). Egm review showed ventricular paces had capture and were followed by t-waves. Additionally, there was known premature ventricular contractions (pvcs) falling into atrial blanking, followed by functional non-capture of ventricular pacing. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.